Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
It was reported that the unit declared a battery failure alarm. There was no patient involvement. The manufacturer's remote technician performed troubleshooting with the customer. The customer was advised to replace the battery and given part information. The customer reported that the battery was replaced and the issue resolved.